Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the hospital and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt reported pain. Surgeon determined that the pt's implant loosened, had malalignment with bone loss so he revised."